Event description:
The patient reported no problems with the meter or test strips prior to the event. Patient stated that on an evening in 09/2003 patient arrived home and tested the blood sugar and the result was 365 mg/dl. Patient took a bolus of 3 mg/dl of novolog between 10:00 pm and 11:00 pm and then went to bed. Patient reported that at around 1:00 am woke up feeling clammy, sweaty, and "not with it". The spouse tested the blood sugar and the result was in the mid 300-mg/dl range. The spouse knew that patient's blood sugar was not high so the spouse gave patient some candy and called the paramedics. The paramedics tested the blood sugar while they were on the way to the hospital and patient's blood sugar was 80 mg/dl. Patient was kept for a few hours and released when the blood sugar was 149 mg/dl. When patient arrived home patient tested on the meter and the result was 506 mg/dl. Patient immediately called lfs customer service and was sent control solution and test strips. Patient has since tested the old strips and new strips with the control solution and the suspect vial of strips was failing the control test with readings in the 300-mg/dl range. The patient is comfortable with the meter, therefore it is not being replaced.